Manufacturer narrative:
The pump has been rec'd at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that the tourniquet pump had an internal leak and would not keep an electrical charge. This did not occur during a procedure, there was no pt involvement. There were no adverse consequences associated with the event.